Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black residue in the channel - however, the material could not be further identified. The material may not have been removed due to physical damage on the device. No information was provided that could confirm any deviation from reprocessing per the instructions for use. Therefore a further cause of the suggested phenomenon could not be presumed. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): the detection method is contained in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. The preventive measures are contained in evis exera ii gif/cf/pcf type 180 series reprocessing manual 5.2 precleaning the endoscope and accessories, and 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of foreign material when flushing was not confirmed. In addition, the bending section cover adhesive was cracked and discolored. The objective lens had a pin hole. The objective lens had peeling on cement. The light guide lens had a pin hole. The light guide lens had peeling on cement. Forceps passage had multiple tears and foreign debris. Insertion tube had minor scratches. The light guide tube had minor scratches. The bending angle was reduced. The play of the up/down control knob movement was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus. The evis exera ii colonovideoscope had foreign material exiting from the air/water nozzle. There were black speck coming out when the scope was flushed. The event occurred during reprocessing. There was no report of patient harm.